Manufacturer narrative:
Complaint statement (B)(4): no samples were received for evaluation. Received customer pictures. We have no further complaints for the material/batch. The complaint cannot be determined.

Event description:
Customer states tubes are underfilling. Customer states there was no kickback. Staff uses straight needles, or butterfly needles when necessary.